Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0l8cf, implanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient was implanted in (B)(6) and in the winter she tends to lose weight. She began to gradually lose weight many months after implant. Because of the weight loss, the ins (stimulator) had moved a little and it was harder for her to connect the programmer to the ins. She saw healthcare provider who said it was ok, but she may want to put more weight back on her back side. Additional information has been requested but was not available as of the date of this report. A follow-up report will be made if additional information becomes available.